Manufacturer narrative:
One companion sample was received for the leaking stopcock condition. The reported condition of a leaking stopcock was not confirmed. The sample was visually and functionally tested according to protocol. The sample functioned as intended. The returned sample functioned according to iso requirements. The unit also passed under water leak testing. As the reported condition was not confirmed, a root cause was unknown at this time. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Event description:
The customer reported to baxter a leaking stopcock with the three gang large bore stopcock manifold. The customer was unclear where the leak occurred. This incident was reported to have happened in the pediatric intensive care unit. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was provided.